Event description:
It was reported that the iab was in use in a pt in very poor cardiac condition. The patient had experienced a "coronary event" and had an "lad" occlusion. The patient's vasculature contained a lot of calcified plaque. The pt was on dopamine and was being supported/sustained by the iab catheter. The balloon ruptured after 12 hours of use and the pt expired within 15 minutes. The reporter did not indicate that the balloon rupture was responsible for the pt's death.